Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: electrical analysis revealed high lead pacing impedance due to that the helix was retracted and clogged with dried body fluid/tissue. Normal lead pacing impedance was measured when the helix was in extended position.

Event description:
It was reported that during implant, the threshold could not be determined. The physician repositioned the lead, but measurements were still unable to be read. The lead was explanted and replaced.